Event description:
It was reported when doing a case, there was noise on the atrial channel on the analyzer. The noise went away with a different programmer/analyzer. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; programmer and analyzer passed incoming, bench, functional, and system tests. Concomitant product: 2067l radio frequency head. (B)(4).